Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The customer indicated that the event may be the result of an operator error in programming the device.

Event description:
The customer contact reported a possible operator error in programming the device, which resulted in the pt receiving more medication than intended. At 0215, channel c was reportedly programmed to deliver diltiazem 100mg/100 ml at a rate of 15 mg/hr and the delivery was started. Approx thirty minutes later, the solution container was empty. The physician was notified and therapy was not resumed. The pt was monitored every 15 minutes and external pacemaker patches were applied to the pt; however, the external pacemaker was not used. The pt's heart rate and blood pressure reportedly remained stable and within the limits set by the physician. There was no reported adverse pt effects. No medical interventions were necessary. The device was removed from clinical service at approx 0715 and sent to the biomedical dept. Though requested, no add'l info was provided.